Event description:
Crrt machine was due to expire. Upon setting up a new machine, the auto effluent is leaking from the bag. Manufacturer response for a6003 auto effluent accessory, (brand not provided) (per site reporter). Response-our investigation determined that the leak was due to voids formed in the bond, related to the solvent reacting with the tubing material during assembly of the tube and bag. In response to this, our manufacturing facility is taking action to help reduce the occurrence of leaks.